Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, when the jaws of the medium large clip applier instrument were closed to clamp the clip, the clip would not clamp closed. The clip immediately opened back up. The surgical tech from the case stated, it didn't work the first time then he tried a second time, and it worked. Then tried again and it wouldn't work again. The surgeon was using two clip appliers for the case and finished the case using the second clip applier with no problems. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip tips. There was a 0.48mm offset at the tips. A clip can be properly loaded into the clip groove of the grip tip. The grips were not found to have cracking damage. Additionally, the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. A clip could be properly loaded into the clip groove of the grip tips; however, the instrument was unable to properly close and form the clip. The complaint regarding the clip would not clamp closed was confirmed by failure analysis. The probable root cause can be attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.